Event description:
It was reported that this system exhibited intermittent noise on the right ventricular (rv} channel with some oversensing observed on the rate/sense channel. A boston scientific technical services consultant documented and discussed troubleshooting with the caller. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).